Event description:
It was reported that the ventilator went down, and the customer would like to download the log history of the device. Additional information about the event has been requested. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. A field service engineer visited the customer¿s site to take a copy of the log files on the device for further review.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Information was received that the service engineer (se) reviewed the device diagnostic report and found that the unit went into standby mode multiple times when the face mask was dislodged. The customer was advised to perform performance verification testing and return the unit to use.

Manufacturer narrative:
Multiple attempts were made to obtain information if the unit was returned to use but were unsuccessful. No further information was provided.